Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced increase in pain so decided to check her stimulation (or turn it up). When connecting with her patient programmer, she noticed the ins was off. She had not turned this off herself. The cause of the event was not able to be confirmed. The patient does think it could be a possibility she inadvertently turned it off herself, but unsure. She was advised to monitor the situation, check more frequently that her ins is on and working, and let the manufacturer representative know if it happens again. It was confirmed that the ins was not in power on reset (por) and was functioning normal. The event resolved.